Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had (B)(6) infection and bacteremia. The patient presented to the emergency room with shortness of breath, vomiting, labored breathing, electrocardiogram shows sinus tachycardia and possible pacemaker failure. The patient has worsening of dyspnea and was mrsa positive to nares. Final diagnoses for the patient was acute respiratory failure with hypoxia, mrsa bacteremia, acute systolic heart failure, pulmonary edema. The patient was treated with intravenous antibiotics. Additional information received which indicated that the patient also experienced swelling, fever around the pacemaker site and bleeding from the lateral end of the incision site. The ICD with the right ventricular (rv) lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had methicillin-resistant staphylococcus aureus (mrsa) infection and bacteremia. The patient presented to the emergency room with shortness of breath, vomiting, labored breathing, electrocardiogram shows sinus tachycardia and possible pacemaker failure. The patient has worsening of dyspnea and was mrsa positive to nares. Final diagnoses for the patient was acute respiratory failure with hypoxia, mrsa bacteremia, acute systolic heart failure, pulmonary edema. The patient was treated with intravenous antibiotics. Additional information received which indicated that the patient also experienced swelling, fever around the pacemaker site and bleeding from the lateral end of the incision site. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had methicillin-resistant staphylococcus aureus (mrsa) infection and bacteremia. The patient presented to the emergency room with shortness of breath, vomiting, labored breathing, electrocardiogram shows sinus tachycardia and possible pacemaker failure. The patient has worsening of dyspnea and was mrsa positive to nares. Final diagnoses for the patient was acute respiratory failure with hypoxia, mrsa bacteremia, acute systolic heart failure, pulmonary edema. The patient was treated with intravenous antibiotics. Additional information received which indicated that the patient also experienced swelling, fever around the pacemaker site and bleeding from the lateral end of the incision site. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had methicillin-resistant staphylococcus aureus (mrsa) infection and bacteremia. The patient presented to the emergency room with shortness of breath, vomiting, labored breathing, electrocardiogram shows sinus tachycardia and possible pacemaker failure. The patient has worsening of dyspnea and was mrsa positive to nares. Final diagnoses for the patient was acute respiratory failure with hypoxia, mrsa bacteremia, acute systolic heart failure, pulmonary edema. The patient was treated with intravenous antibiotics. Additional information received which indicated that the patient also experienced swelling, fever around the pacemaker site and bleeding from the lateral end of the incision site. Subsequently, the device was explanted. No additional adverse patient effects were reported.